Manufacturer narrative:
Evaluation of the patient¿s submitted log file¿s confirmed a full battery depletion of the patient¿s 14 v batteries and backup battery, resulting in a pump stop. The log file captured a low power advisory alarm on 05mar2019 at 12:56:31 pm to indicate that less than 15 minutes of battery power remained. This advisory escalated to a low power hazard alarm approximately 30 minutes later (3:25:03 pm) to indicate that less than 5 minutes of battery power remained. At 3:46:37 pm a no external power alarm was captured, and the system was supported by the system controller¿s backup battery (ebb). At 4:59:40 pm the pump stopped due to full depletion of the backup battery. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of the patient¿s mobile power unit, the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2000 at 0:00:00. Approximately 16 hours of data were captured with the corrupted controller alarm and the date was not reset for the remaining duration of the log file. The account reported that the patient depleted their batteries and backup battery. No equipment was replaced, and the patient was discharged home after their equipment was tested. The patient remains ongoing on vad support with no further issues reported. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient depleted their batteries and emergency backup battery causing the pump to stop. The batteries were replaced and the pump resumed function. Log file analysis showed the clock still showed that it needs to be reset to the correct time and date. No additional information was provided.